Event description:
Patient had an egd/esophagastric fundoplasty with repair of hiatal hernia on (B)(6) 2013 at (B)(6). There were no issues with the surgical procedure or the medical device and patient tolerated well. (B)(6) became aware on (B)(6) 2013 that patient was admitted to (B)(6) with an abscess adjacent to the ge junction.